Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 20gax1.16in prn slm npvc hp leakage at adapter tubing junction (B)(6) 2024, the nurse in the resuscitation room to the patient retained closed intravenous needle, puncture before checking the packaging is intact without damage, puncture process is smooth, after puncture connected to the infusion cortical tube infusion found that the needle leakage, check the needle found that the threaded mouth leakage, to immediately re-replacement of the needle, re-puncture, inspection of the leakage of the needle found that the threaded mouth of the remnants of the impact of the needle closure, re the inspection of the leaking indwelling needle found that the threaded port is defective, affecting the sealing of the indwelling needle, re-puncture, increasing the pain of the patient, increasing the workload of nurses, increasing the cost of expenditure of the department, such as the failure to detect in time will lead to the leakage of medicine, affecting the therapeutic effect, such as the patient's vital signs are unstable, or the use of rescue medicines, which may lead to the rescue is not timely, jeopardizing the lives of patients.

Event description:
No additional information provided.

Manufacturer narrative:
1. The customer returned 1 photo, but did not return the defective sample. The photo shows that the screw part of the pp connector is damaged. 2. DHR/bhr review lot# 3074952. 1-the products of this batch were assembled at intima ii auto line 4 in march 2023, and packaged at cfs package line in march 2023. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 3. The retained sample of this batch is taken for 45psi leakage test. The test result shows that no leakage is found at the connection of pp connector and prn. Please see the attached test report. 4. According to the damage state of the pp connector: the pp connector may be stuck in which part of the equipment or bumped by the gripping jaw when the equipment is abnormal. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found in the process and retained sample. The returned photo shows that the screw part of the pp connector is damaged. Since no such serious damage has been found during the production process, and no complaints of such defects have been received, the root cause cannot be determined, and this defect is an isolated case. The plant will continue to track and trend for this issue.